Event description:
The customer reported that the surgeon noted difficulty with the jaws of the device. When he held the device up, a part dropped from the trigger. Nothing fell into the patient cavity. There was no tissue damage, no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device confirmed that the ski guide pin was missing from the ski guide lever that attaches to the handle. The pin was returned along with the device. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Without a lot number, we were unable to confirm if this device was one of the recalled lot. However, devices with similar ski pin issues were recalled on (B)(6), 2011.